Event description:
Pt underwent right humeral fixation with an lcp reconstruction plate and screws. Postop, pt slipped and fell and felt something move in her arm. Pt complained of pain and an x-ray showed a broken plate and broken screw. The plate and screws were removed and pt was revised to another plate and screws. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Subject device has been received, is currently in the eval process.